Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe abdominal pelvic pains on the sides of the body towards the fallopian tubes'), uterine leiomyoma ('fibroids / uterine leiomyomatosis') and pelvic inflammatory disease ('pelvic inflammation') in a 29-year-old female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation normal (5 days of menstruation) on (B)(6) 2016 and multigravida. Concurrent conditions included alcoholic and smoker. Concomitant products included diazepam since (B)(6) 2016 and ibuprofen (ibuprofeno) since (B)(6)2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("extremely painful procedure"), genital haemorrhage ("bleed through the genital organ") and heavy menstrual bleeding ("the average menstruation days are 28"). On (B)(6) 2020, the patient experienced vaginal discharge ("discharge of secretion / loss of vaginal fluid") and pyrexia ("afternoon fever"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), pelvic inflammatory disease (seriousness criterion medically significant), abdominal pain ("severe abdominal pelvic pains on the sides of the body towards the fallopian tubes"), back pain ("pain in the lower back / intense lumbar pain"), constipation ("constipation"), dyspareunia ("pain during intercourse"), dysuria ("pain when urinating"), swelling ("swellings"), insomnia ("insomnia"), toothache ("tooth pain"), alopecia ("hair loss"), anxiety ("anxiety"), nausea ("nausea"), scar ("scar"), depression ("depressive"), vaginal haemorrhage ("intense vaginal bleeding"), polymenorrhoea ("polymenorrhea") and abdominal pain lower ("severe pains in the right iliac fossa") and was found to have uterine leiomyoma (seriousness criterion hospitalization) and weight increased ("weight gain"). The patient was hospitalized from (B)(6) 2020. The patient was treated with bromopride (bromoprida), cefazolin sodium (cefazolina), diclofenac potassium, dimeticone (luftal), metamizole sodium (dipirona sodica), miconazole nitrate;tinidazole (crevagin) and surgery (essure removal and total hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, uterine leiomyoma, pelvic inflammatory disease, procedural pain, heavy menstrual bleeding, abdominal pain, back pain, constipation, dyspareunia, dysuria, weight increased, swelling, insomnia, toothache, alopecia, anxiety, nausea, scar, depression, vaginal discharge, pyrexia, vaginal haemorrhage, polymenorrhoea and abdominal pain lower outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, constipation, depression, dyspareunia, dysuria, genital haemorrhage, heavy menstrual bleeding, insomnia, nausea, pelvic inflammatory disease, pelvic pain, polymenorrhoea, procedural pain, pyrexia, scar, swelling, toothache, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepant data from the report: sometimes 2 children are cited and other times 5 children. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2020: total cholesterol: 215 mg/dl (reference value: moderately high: 200 - 239 mg/dl); sodium: 147,0 mmol/l (reference value: 135 - 145 mmol/l); gt range: 137,0 u/l (reference value: less than or equal to 38 u/l). Pathology test - on (B)(6) 2020: low-grade squamous intraepithelial lesion of the cervix, endocervical polyp measuring 1.5cm, uterine fibroids.. Ultrasound scan vagina - on (B)(6) 2020: evidence of device fragments; on (B)(6) -2020: tiny hyperechoic focus in right and left uterine ostium. Ultrasound uterus - on (B)(6) 2016: device was in the right place, but a lesion in the cervix was detected. Urine analysis - on (B)(6) 2020: hemoglobin: ++ (reference value: absence); erythrocytes: 6-8 (reference value: until 3); red cells: 6-8 (reference value: 0-2); cells: some (reference value: rare); mucus filament: some (reference value: absence); bacteria: moderate (reference value: absence);. Batch no d40621, production date 2014-12-09, expiration date 2017-12-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-jun-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe abdominal pelvic pains on the sides of the body towards the fallopian tubes'), uterine leiomyoma ('fibroids / uterine leiomyomatosis') and pelvic inflammatory disease ('pelvic inflammation') in a (B)(6) female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation normal (5 days of menstruation) on (B)(6) 2016 and normal delivery. Concurrent conditions included alcoholic and smoker. Concomitant products included diazepam since (B)(6) 2016 and ibuprofen (ibuprofeno) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("extremely painful procedure"), genital haemorrhage ("bleed through the genital organ") and heavy menstrual bleeding ("the average menstruation days are 28"). On (B)(6) 2020, the patient experienced vaginal discharge ("discharge of secretion / loss of vaginal fluid") and pyrexia ("afternoon fever"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), pelvic inflammatory disease (seriousness criterion medically significant), abdominal pain ("severe abdominal pelvic pains on the sides of the body towards the fallopian tubes"), back pain ("pain in the lower back / intense lumbar pain"), constipation ("constipation"), dyspareunia ("pain during intercourse"), dysuria ("pain when urinating"), swelling ("swellings"), insomnia ("insomnia"), toothache ("tooth pain"), alopecia ("hair loss"), anxiety ("anxiety"), nausea ("nausea"), scar ("scar"), depression ("depressive"), vaginal haemorrhage ("intense vaginal bleeding"), polymenorrhoea ("polymenorrhea") and abdominal pain lower ("severe pains in the right iliac fossa") and was found to have uterine leiomyoma (seriousness criterion hospitalization) and weight increased ("weight gain"). The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020. The patient was treated with bromopride (bromoprida), cefazolin sodium (cefazolina), diclofenac potassium, dimeticone (luftal), metamizole sodium (dipirona sodica), miconazole nitrate;tinidazole (crevagin) and surgery (essure removal and total hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, uterine leiomyoma, pelvic inflammatory disease, procedural pain, heavy menstrual bleeding, abdominal pain, back pain, constipation, dyspareunia, dysuria, weight increased, swelling, insomnia, toothache, alopecia, anxiety, nausea, scar, depression, vaginal discharge, pyrexia, vaginal haemorrhage, polymenorrhoea and abdominal pain lower outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, constipation, depression, dyspareunia, dysuria, genital haemorrhage, heavy menstrual bleeding, insomnia, nausea, pelvic inflammatory disease, pelvic pain, polymenorrhoea, procedural pain, pyrexia, scar, swelling, toothache, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepant data from the report: sometimes 2 children are cited and other times 5 children. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2020: total cholesterol: 215 mg/dl (reference value: moderately high: 200 - 239 mg/dl); sodium: 147,0 mmol/l (reference value: 135 - 145 mmol/l); gt range: 137,0 u/l (reference value: less than or equal to 38 u/l). Pathology test - on (B)(6) 2020: low-grade squamous intraepithelial lesion of the cervix, endocervical polyp measuring 1.5cm, uterine fibroids.. Ultrasound scan vagina - on (B)(6) 2020: evidence of device fragments; on (B)(6) 2020: tiny hyperechoic focus in right and left uterine ostium. Ultrasound uterus - on (B)(6) 2016: device was in the right place, but a lesion in the cervix was detected. Urine analysis - on (B)(6) 2020: hemoglobin: ++ (reference value: absence); erythrocytes: 6-8 (reference value: until 3); red cells: 6-8 (reference value: 0-2); cells: some (reference value: rare); mucus filament: some (reference value: absence); bacteria: moderate (reference value: absence);. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Severe abdominal pelvic pains on the sides of the body towards the fallopian tubes [pelvic pain female] fibroids / uterine leiomyomatosis [fibroids] pelvic inflammation [pelvic inflammation] individualization of fallopian tubes with location of metal fragments [device breakage] extremely painful procedure [procedural pain] bleed through the genital organ [genital bleeding] the average menstruation days are 28 [menstruation prolonged] severe abdominal pelvic pains on the sides of the body towards the fallopian tubes [abdominal pain] pain in the lower back / intense lumbar pain [low back pain] constipation [constipation] pain during intercourse [dyspareunia] pain when urinating [dysuria] weight gain [weight gain] swellings [swelling nos] insomnia [insomnia] tooth pain [tooth pain] hair loss [hair loss] anxiety [anxiety] nausea [nausea] scar [scar] depressive [depression] discharge of secretion / loss of vaginal fluid [vaginal discharge] afternoon fever [fever] intense vaginal bleeding [vaginal bleeding] polymenorrhea [polymenorrhea] severe pains in the right iliac fossa [iliac fossa pain] salpingitis [salpingitis] oophoritis [oophoritis] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe abdominal pelvic pains on the sides of the body towards the fallopian tubes"), uterine leiomyoma ("fibroids / uterine leiomyomatosis"), pelvic inflammatory disease ("pelvic inflammation"), device breakage ("individualization of fallopian tubes with location of metal fragments") and oophoritis ("oophoritis") in a 29 year-old female patient who had essure inserted (lot no. D40621) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of paratubal cyst, parity 2, gravida ii, cystitis, urinary tract infection and multigravida and menstruation normal (5 days of menstruation) in 2016. Previously administered products included: cephalexine and nitrofurantoina. The patient had a family history of other disorders of intestine. Concurrent conditions were listed as anemia, dyspareunia, heavy menstrual bleeding, diuresis, headache, uti, dysuria, abdominal pain lower, smoker and alcoholic. Concomitant products included ibuprofen since (B)(6)2016 and diazepam since (B)(6)2016. On (B)(6)2016, the patient had essure inserted. On (B)(6)2016, the day of essure insertion, she experienced procedural pain ("extremely painful procedure"), genital haemorrhage ("bleed through the genital organ") and heavy menstrual bleeding ("the average menstruation days are 28"). On (B)(6)2020 she experienced vaginal discharge ("discharge of secretion / loss of vaginal fluid") and pyrexia ("afternoon fever"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), pelvic inflammatory disease (seriousness criterion medically important), device breakage (seriousness criterion intervention required), abdominal pain ("severe abdominal pelvic pains on the sides of the body towards the fallopian tubes"), back pain ("pain in the lower back / intense lumbar pain"), constipation ("constipation"), dyspareunia ("pain during intercourse"), dysuria ("pain when urinating"), swelling ("swellings"), insomnia ("insomnia"), toothache ("tooth pain"), alopecia ("hair loss"), anxiety ("anxiety"), nausea ("nausea"), scar ("scar"), depression ("depressive"), vaginal haemorrhage ("intense vaginal bleeding"), polymenorrhoea ("polymenorrhea"), abdominal pain lower ("severe pains in the right iliac fossa"), salpingitis ("salpingitis") and oophoritis (seriousness criterion medically important) and was found to have uterine leiomyoma (seriousness criterion hospitalisation) and weight increased ("weight gain"). The patient was hospitalised from (B)(6)2020 to (B)(6)2020. The patient was treated with cefazolina [cefazolin sodium], diclofenac potassium, dipirona sodica (metamizole sodium), dimeticone, activated, bromoprida (bromopride), crevagin (miconazole nitrate; tinidazole), niquitin (nicotine) and medroxyprogesterone (medroxyprogesterone acetate) as well as surgery (on (B)(6)2020 bilateral salpingectomy, total hysterectomy on (B)(6)2020 and on (B)(6)2020 hysteroctomy). At the time of the report, the genital haemorrhage had resolved. The outcomes for pelvic pain, uterine leiomyoma, pelvic inflammatory disease, procedural pain, heavy menstrual bleeding, abdominal pain, back pain, constipation, dyspareunia, dysuria, weight increased, swelling, insomnia, toothache, alopecia, anxiety, nausea, scar, depression, vaginal discharge, pyrexia, vaginal haemorrhage, polymenorrhoea and abdominal pain lower were unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, constipation, depression, device breakage, dyspareunia, dysuria, genital haemorrhage, heavy menstrual bleeding, insomnia, nausea, oophoritis, pelvic inflammatory disease, pelvic pain, polymenorrhoea, procedural pain, pyrexia, salpingitis, scar, swelling, toothache, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure administration. The reporter commented: discrepant data from the report: sometimes 2 children are cited and other times 5 children. Diagnostic results (normal ranges are provided in parenthesis if available): [blood glucose (70- 100 mg/dl)] on (B)(6)2020: - cervix measuring 4.5 x 3.8 x 3.5 cm, with smooth, brownish ectocervix. External cleft of measuring 1.2 cm. On sections, the endocervical canal is patent, with grooved endocervix. Presence of low-grade squamous intraepithelial lesion of the cervix (cervical intraepithelial neoplasia grade I/mild dysplasia). Endocervical polyp measuring 1.5 cm. - globose cervix measuring 6.0 x 6.5 x 5.0 cm, covered by smooth, shiny serosa. On sections, the endometrial cavity is centralized with grayish endometrium 0.3 cm thick. The myometrium is brown and fasciculate. Uterine leiomyomas. Secretory endometrium.; (date unknown): 111 [blood pressure measurement (140- 90 mmhg)] on (B)(6)2020: 120/80 [blood sodium (136- 145 mmol/l)] on (B)(6)2020: 147 [blood test] on 1(B)(6)2020: total cholesterol: 215 mg/dl (reference value: moderately high: 200 - 239 mg/dl). Sodium: 147,0 mmol/l (reference value: 135 - 145 mmol/l). Gt range: 137,0 u/l (reference value: less than or equal to 38 u/l) [blood urea] on (B)(6)2020: 39.1 [heart rate] on (B)(6)2020: 14/16; on (B)(6)2020: 77; (date unknown): 67 [heart rate] on (B)(6)2020: 14/16; on (B)(6)2020: 77; (date unknown): 67 [hepatitis a virus test] on (B)(6)2020: non-reagent [hepatitis c virus test] on (B)(6)2020: non-reagent [high density lipoprotein (40- 60 mg/dl)] on (B)(6)2020: 39.37 [hiv test] (date unknown): non-reagent [human chorionic gonadotropin] on (B)(6)2020: negative [mean cell haemoglobin] on (B)(6)2020: 32.4 [pathology test] on (B)(6)2020: - material: right fallopian tube. Left fallopian tube. - macroscopy ¿ right fallopian tube: fallopian tube measuring 5.2 x 0.7 cm with smooth and shiny serosa. On sections, it shows virtual light. - macroscopy ¿ left fallopian tube: fallopian tube measuring 4.2 x 0.6 cm with smooth and shiny serosa, with paratubal cyst measuring 0.4 cm. On sections, it shows virtual light. - conclusion: tubal vascular congestion and paratubal cysts; on (B)(6)2020: low-grade squamous intraepithelial lesion of the cervix, endocervical polyp measuring 1.5cm, uterine fibroids.; on (B)(6)2020: - material: uterus. - macroscopy a: cervix measuring 4.5 x 3.8 x 3.5 cm, with smooth, brownish ectocervix. On sections, the endocervical canal is patent, with grooved endocervix - macroscopy b: globose cervix measuring 6.0 x 6.5 x 5.0 cm, covered by smooth, shiny serosa. On sections, the endometrial cavity is centralized with grayish endometrium 0.3 cm thick. The myometrium is brown and fasciculate. - conclusion a: presence of low-grade squamous intraepithelial lesion of the cervix (cervical intraepithelial neoplasia grade I/mild dysplasia). Endocervical polyp measuring 1.5 cm. - conclusion b: uterine leiomyomas. Secretory endometrium; (date unknown): - cervix measuring 4.5 x 3.8 x 3.5 cm, with smooth, brownish ectocervix. External cleft of measuring 1.2 cm. On sections, the endocervical canal is patent, with grooved endocervix. Presence of low-grade squamous intraepithelial lesion of the cervix (cervical intraepithelial neoplasia grade I/mild dysplasia). Endocervical polyp measuring 1.5 cm. - globose cervix measuring 6.0 x 6.5 x 5.0 cm, covered by smooth, shiny serosa. On sections, the endometrial cavity is centralized with grayish endometrium 0.3 cm thick. The myometrium is brown and fasciculate. Uterine leiomyomas. Secretory endometrium. [Respiratory rate] on (B)(6)2020: 19; (date unknown): 16 [ultrasound abdomen] on (B)(6)2020: - liver with normal dimensions, regular contour and homogeneous texture, without evidence of focal lesions. - there is no dilation of the intra- or extrahepatic bile ducts. - the hepatocholedochal has normal caliber. - normally distended gallbladder, with thin walls, without evidence of stones inside it. - homogeneous spleen of normal volume. - pancreas with anatomical appearance. - kidneys with normal topography and dimensions, with preserved parenchymal-sinusal dissociation, without signs of pyelocaliceal dilation and/or stones with ultrasound expression. - abdominal aorta, vena cava and other elements of the retroperitoneum without ultrasound alterations. - no signs of ascites are observed. - bladder with satisfactory distensibility, showing smooth walls, without echoes inside. - observation: intense intestinal meteorism.; on (B)(6)2020: no improvement in postoperative bleeding. Patient wants to have her uterus removed. Severe pain in the right iliac fossa for several years and is unable to have sexual intercourse. Transvaginal ultrasound: - uterus presenting normal dimensions, regular contour and heterogeneous texture. - uterus measurements: 72 x 42 x 47 mm. Volume: 75 cm³. - centered endometrium, measuring 8 mm in thickness. - ovaries of normal shape, volume and texture. - right ovary measuring 26 x 23 mm. - left ovary measuring 22 x 12 mm. - observation: intense intestinal meteorism. - there is no evidence of free fluid in the posterior cul-de-sac. - tiny hyperechogenic focus in the right and left uterine ostia.; on (B)(6)2020: - uterus presenting normal dimensions, regular contour and heterogeneous texture. - uterus measurements: 72 x 42 x 47 mm. Volume: 75 cm³. - centered endometrium, measuring 8 mm in thickness. - ovaries of normal shape, volume and texture. - right ovary measuring 26 x 23 mm. - left ovary measuring 22 x 12 mm. - there is no evidence of free fluid in the posterior cul-de-sac. - observation: in the uterus, near the ostium tubal on the right and left, a tiny linear hyperechogenic image, measuring about 3 mm and 5 mm. - observation: intense intestinal meteorism. [Ultrasound scan vagina] on (B)(6)2016: normally implanted bilaterally; on (B)(6)2020: - uterus presenting normal dimensions, regular contour and heterogeneous texture. - uterus measurements: 77 x 41 x 49 mm. Volume: 81 cm³. - centered endometrium, measuring 8 mm in thickness. - right ovary measuring 34 x 21 mm. - left ovary measuring 30 x 18 mm. - there is no evidence of free fluid in the posterior cul-de-sac. - observation: presence of a normally implanted essure device bilaterally; on (B)(6)2020: evidence of device fragments; on (B)(6)2020: tiny hyperechoic focus in right and left uterine ostium [ultrasound uterus] on (B)(6)2016: device was in the right place, but a lesion in the cervix was detected; on (B)(6)2016: transverse image of the right uterine horn with identification of the device in its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the right fallopian tube. - transverse image of the left uterine horn with identification of the device in its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the fallopian tube. - transverse image of the uterus with identification of bilateral devices. - observation: right ovary showing a thin-walled cystic image and anechoic content, measuring 36 x 32 mm. [Urine analysis] on (B)(6)2020: hemoglobin: ++ (reference value: absence). Erythrocytes: 6-8 (reference value: until 3). Red cells: 6-8 (reference value: 0-2). Cells: some (reference value: rare). Mucus filament: some (reference value: absence). Bacteria: moderate (reference value: absence). [White blood cell count] on (B)(6)2020: 14/16; (date unknown): 20/25. Batch 40621 production date 2014-12-09 expiration date 2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6)2024: medical record received. New events device breakage, salpingitis, oophoritis were added. Medical history, family history, concomitant & treatment drugs were added. New reporters were added. Lab data including pathology test added. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Severe abdominal pelvic pains on the sides of the body towards the fallopian tubes [pelvic pain female], fibroids / uterine leiomyomatosis [fibroids], pelvic inflammation [pelvic inflammation], individualization of fallopian tubes with location of metal fragments [device breakage], extremely painful procedure [procedural pain], bleed through the genital organ [genital bleeding], the average menstruation days are 28 [menstruation prolonged], severe abdominal pelvic pains on the sides of the body towards the fallopian tubes [abdominal pain], pain in the lower back / intense lumbar pain [low back pain], constipation [constipation], pain during intercourse [dyspareunia], pain when urinating [dysuria], weight gain [weight gain], swellings [swelling nos], insomnia [insomnia], tooth pain [tooth pain], hair loss [hair loss], anxiety [anxiety], nausea [nausea], scar [scar], depressive [depression], discharge of secretion / loss of vaginal fluid [vaginal discharge], afternoon fever [fever], intense vaginal bleeding [vaginal bleeding], polymenorrhea [polymenorrhea], severe pains in the right iliac fossa [iliac fossa pain], salpingitis [salpingitis], oophoritis [oophoritis]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe abdominal pelvic pains on the sides of the body towards the fallopian tubes"), uterine leiomyoma ("fibroids / uterine leiomyomatosis"), pelvic inflammatory disease ("pelvic inflammation"), device breakage ("individualization of fallopian tubes with location of metal fragments") and oophoritis ("oophoritis") in a 29 year-old female patient who had essure inserted (lot no: d40621) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of paratubal cyst, parity 2, gravida ii, cystitis, urinary tract infection and multigravida and menstruation normal (5 days of menstruation) in 2016. Previously administered products included: cephalexine and nitrofurantoina. The patient had a family history of other disorders of intestine. Concurrent conditions were listed as anemia, dyspareunia, heavy menstrual bleeding, diuresis, headache, uti, dysuria, abdominal pain lower, smoker and alcoholic. Concomitant products included ibuprofen since on (B)(6) 2016 and diazepam since on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced procedural pain ("extremely painful procedure"), genital haemorrhage ("bleed through the genital organ") and heavy menstrual bleeding ("the average menstruation days are 28"). On (B)(6) 2020, she experienced vaginal discharge ("discharge of secretion / loss of vaginal fluid") and pyrexia ("afternoon fever"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), pelvic inflammatory disease (seriousness criterion medically important), device breakage (seriousness criterion intervention required), abdominal pain ("severe abdominal pelvic pains on the sides of the body towards the fallopian tubes"), back pain ("pain in the lower back / intense lumbar pain"), constipation ("constipation"), dyspareunia ("pain during intercourse"), dysuria ("pain when urinating"), swelling ("swellings"), insomnia ("insomnia"), toothache ("tooth pain"), alopecia ("hair loss"), anxiety ("anxiety"), nausea ("nausea"), scar ("scar"), depression ("depressive"), vaginal haemorrhage ("intense vaginal bleeding"), polymenorrhoea ("polymenorrhea"), abdominal pain lower ("severe pains in the right iliac fossa"), salpingitis ("salpingitis") and oophoritis (seriousness criterion medically important) and was found to have uterine leiomyoma (seriousness criterion hospitalisation) and weight increased ("weight gain"). The patient was hospitalised from on (B)(6) 2020. The patient was treated with cefazolina [cefazolin sodium], diclofenac potassium, dipirona sodica (metamizole sodium), dimeticone, activated, bromoprida (bromopride), crevagin (miconazole nitrate; tinidazole), niquitin (nicotine) and medroxyprogesterone (medroxyprogesterone acetate) as well as surgery (on (B)(6) 2020 bilateral salpingectomy, total hysterectomy on (B)(6) 2020 hysterotomy). At the time of the report, the genital haemorrhage had resolved. The outcomes for pelvic pain, uterine leiomyoma, pelvic inflammatory disease, procedural pain, heavy menstrual bleeding, abdominal pain, back pain, constipation, dyspareunia, dysuria, weight increased, swelling, insomnia, toothache, alopecia, anxiety, nausea, scar, depression, vaginal discharge, pyrexia, vaginal haemorrhage, polymenorrhoea and abdominal pain lower were unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, constipation, depression, device breakage, dyspareunia, dysuria, genital haemorrhage, heavy menstrual bleeding, insomnia, nausea, oophoritis, pelvic inflammatory disease, pelvic pain, polymenorrhoea, procedural pain, pyrexia, salpingitis, scar, swelling, toothache, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure administration. The reporter commented: discrepant data from the report: sometimes 2 children are cited and other times 5 children. Diagnostic results (normal ranges are provided in parenthesis if available): [blood glucose (70- 100 mg/dl)] on (B)(6) 2020: cervix measuring 4.5 x 3.8 x 3.5 cm, with smooth, brownish ectocervix. External cleft of measuring 1.2 cm. On sections, the endocervical canal is patent, with grooved endocervix. Presence of low-grade squamous intraepithelial lesion of the cervix (cervical intraepithelial neoplasia grade I/mild dysplasia). Endocervical polyp measuring 1.5 cm. Globose cervix measuring 6.0 x 6.5 x 5.0 cm, covered by smooth, shiny serosa. On sections, the endometrial cavity is centralized with grayish endometrium 0.3 cm thick. The myometrium is brown and fasciculate. Uterine leiomyomas. Secretory endometrium.; (date unknown): 111. [Blood pressure measurement (140- 90 mmhg)] on (B)(6) 2020: 120/80. [Blood sodium (136- 145 mmol/l)] on (B)(6) 2020: 147. [Blood test] on (B)(6) 2020: total cholesterol: 215 mg/dl (reference value: moderately high: 200 - 239 mg/dl). Sodium: 147,0 mmol/l (reference value: 135 - 145 mmol/l). Gt range: 137,0 u/l (reference value: less than or equal to 38 u/l). [Blood urea] on (B)(6) 2020: 39.1. [Heart rate] on (B)(6) 2020: 14/16; on (B)(6) 2020: 77; (date unknown): 67. [Heart rate] on (B)(6) 2020: 14/16; on (B)(6) 2020: 77; (date unknown): 67. [Hepatitis a virus test] on (B)(6) 2020: non-reagent. [Hepatitis c virus test] on (B)(6) 2020: non-reagent. [High density lipoprotein (40- 60 mg/dl)] on (B)(6) 2020: 39.37. [Hiv test] (date unknown): non-reagent. [Human chorionic gonadotropin] on (B)(6) 2020: negative. [Mean cell haemoglobin] on (B)(6) 2020: 32.4. [Pathology test] on (b)(60 2020: material: right fallopian tube. Left fallopian tube. Macroscopy: right fallopian tube: fallopian tube measuring 5.2 x 0.7 cm with smooth and shiny serosa. On sections, it shows virtual light. Macroscopy: left fallopian tube: fallopian tube measuring 4.2 x 0.6 cm with smooth and shiny serosa, with paratubal cyst measuring 0.4 cm. On sections, it shows virtual light. Conclusion: tubal vascular congestion and paratubal cysts; on (B)(6) 2020: low-grade squamous intraepithelial lesion of the cervix, endocervical polyp measuring 1.5cm, uterine fibroids.; on (B)(6) 2020: material: uterus. Macroscopy a: cervix measuring 4.5 x 3.8 x 3.5 cm, with smooth, brownish ectocervix. On sections, the endocervical canal is patent, with grooved endocervix. Macroscopy b: globose cervix measuring 6.0 x 6.5 x 5.0 cm, covered by smooth, shiny serosa. On sections, the endometrial cavity is centralized with grayish endometrium 0.3 cm thick. The myometrium is brown and fasciculate. Conclusion a: presence of low-grade squamous intraepithelial lesion of the cervix (cervical intraepithelial neoplasia grade I/mild. Dysplasia). Endocervical polyp measuring 1.5 cm. Conclusion b: uterine leiomyomas. Secretory endometrium; (date unknown): cervix measuring 4.5 x 3.8 x 3.5 cm, with smooth, brownish ectocervix. External cleft of measuring 1.2 cm. On sections, the endocervical canal is patent, with grooved endocervix. Presence of low-grade squamous intraepithelial lesion of the cervix (cervical intraepithelial neoplasia grade I/mild dysplasia). Endocervical polyp measuring 1.5 cm. Globose cervix measuring 6.0 x 6.5 x 5.0 cm, covered by smooth, shiny serosa. On sections, the endometrial cavity is centralized with grayish endometrium 0.3 cm thick. The myometrium is brown and fasciculate. Uterine leiomyomas. Secretory endometrium. [Respiratory rate] on (B)(6) 2020: 19; (date unknown): 16. [Ultrasound abdomen] on (B)(6) 2020: liver with normal dimensions, regular contour and homogeneous texture, without evidence of focal lesions. There is no dilation of the intra- or extrahepatic bile ducts. The hepatocholedochal has normal caliber. Normally distended gallbladder, with thin walls, without evidence of stones inside it. Homogeneous spleen of normal volume. Pancreas with anatomical appearance. Kidneys with normal topography and dimensions, with preserved parenchymal-sinusal dissociation, without signs of pyelocaliceal dilation and/or stones with ultrasound expression. Abdominal aorta, vena cava and other elements of the retroperitoneum without ultrasound alterations. No signs of ascites are observed. Bladder with satisfactory distensibility, showing smooth walls, without echoes inside. Observation: intense intestinal meteorism.; on (B)(6) 2020: no improvement in postoperative bleeding. Patient wants to have her uterus removed. Severe pain in the right iliac fossa for several years and is unable to have sexual intercourse. Transvaginal ultrasound: uterus presenting normal dimensions, regular contour and heterogeneous texture. Uterus measurements: 72 x 42 x 47 mm. Volume: 75 cm³. Centered endometrium, measuring 8 mm in thickness. Ovaries of normal shape, volume and texture. Right ovary measuring 26 x 23 mm. Left ovary measuring 22 x 12 mm. Observation: intense intestinal meteorism. There is no evidence of free fluid in the posterior cul-de-sac. Tiny hyperechogenic focus on the right and left uterine ostia.; on (B)(6) 2020: uterus presenting normal dimensions, regular contour and heterogeneous texture. Uterus measurements: 72 x 42 x 47 mm. Volume: 75 cm³. Centered endometrium, measuring 8 mm in thickness. Ovaries of normal shape, volume and texture. Right ovary measuring 26 x 23 mm. Left ovary measuring 22 x 12 mm. There is no evidence of free fluid in the posterior cul-de-sac. Observation: in the uterus, near the ostium tubal on the right and left, a tiny linear hyperechogenic image, measuring about 3 mm and 5 mm. Observation: intense intestinal meteorism. [Ultrasound scan vagina] on (B)(6) 2016: normally implanted bilaterally; on (B)(6) 2020: uterus presenting normal dimensions, regular contour and heterogeneous texture. Uterus measurements: 77 x 41 x 49 mm. Volume: 81 cm³. Centered endometrium, measuring 8 mm in thickness. Right ovary measuring 34 x 21 mm. Left ovary measuring 30 x 18 mm. There is no evidence of free fluid in the posterior cul-de-sac. Observation: presence of a normally implanted essure device bilaterally; on (B)(6) 2020: evidence of device fragments; on (B)(6) 2020: tiny hyperechoic focus in right and left uterine ostium. [Ultrasound uterus] on (B)(6) 2016: device was in the right place, but a lesion in the cervix was detected; on (B)(6) 2016: transverse image of the right uterine horn with identification of the device in its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the right fallopian tube. Transverse image of the left uterine horn with identification of the device in its linear axis including the proximal end that crosses. The myometrium in the interstitial portion of the fallopian tube. Transverse image of the uterus with identification of bilateral devices. Observation: right ovary showing a thin-walled cystic image and anechoic content, measuring 36 x 32 mm. [Urine analysis] on (B)(6) 2020: hemoglobin: ++ (reference value: absence). Erythrocytes: 6-8 (reference value: until 3). Red cells: 6-8 (reference value: 0-2). Cells: some (reference value: rare). Mucus filament: some (reference value: absence). Bacteria: moderate (reference value: absence). [White blood cell count] on (B)(6) 2020: 14/16; (date unknown): 20/25. Batch no: d40621, production date: 2014-12-09, expiration date 2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-oct-2024: quality safety evaluation of product technical complaint. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.